Event description:
It was reported that the patient had high ion levels and the surgeon suspected trunnionosis. Blackened tissue, corrosion and pseudo tumors were found intraoperatively. The surgeon added a sleeve and replaced the head and the liner. The well fixed securefit stem remained implanted.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown securefit stem.an evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. (B)(4).